Event description:
It was reported that during the removal of an m/dn stainless steel tibial nail on (B)(6) 2014 the drill bit and extraction bolt were broke in the process of the attempted nail removal. The hardware removal was planned due to patient complaints of pain and to facilitate a total knee in the future. The surgeon first attempted to remove the nail with an extraction bolt which broke inside the nail. Then the surgeon attempted to use a high speed drill bit which also broke. All pieces of the broken drill bit were retrieved. Per additional information received, (B)(6) 2014, m/dn tibial nail is a zimmer nail; this is a revision of non-synthes products. The tip of the extraction bolt broke. The procedure was completed with a 30 minute surgical delay. This is 1 of 2 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Device an instrument, not implanted or explanted. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The part was not returned for evaluation. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Although the added information involves a competitor's product (nail), after further review, it was determined to include the information as part of the event description. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.